Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer and technical support attempted multiple button press and charging steps without success, observed red light and periodic vibration, and technical support arranged replacement pump while customer used multiple daily injections as backup therapy; customer was instructed on storing and returning pump, and on setting up and connecting replacement pump, and confirmed understanding of all instructions.